Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a bariatric sleeve gastrectomy procedure, the pins were not formed from this particular reload. Unknown how case was completed. There were no adverse consequences to the patient.